Event description:
The custonmer was hopitalized for high bgs and dka. It was reported that the custolmer was confused, had nausea vomit, and diarrhea. The customer stated that the pump is working properly and getting used to pump and infusion set caused by high bgs.